Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes therapy consultant reported for the customer that 2 years ago the customer went to the emergency room due to high blood glucose levels. It was also reported that 1 year ago he had a low blood glucose reading and emergency medical services was called and they gave him a glucagon shot, however, he was not transported to the emergency room. The customer's blood glucose readings were unknown.